Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: where the wire came from? From the stapler. What was the shape of the wire? Straight. Was the wire an unformed staple? Unk does not appear to be. Please explain for clarification, did only one single staple deploy or was the firing sequence completed and the full line of staples deployed? The firing sequence was completed. The wire that came out of the staple line; was this a staple that was straight or was it a component of the cartridge? Asku. On which firing did the event occur? 2nd. What color cartridge was being used? White. Was the device fired over an existing staple line or clip? No. Were there any issues with the staple line (malformed staples, missing staples, ect)? The wire was at the end of the staple line the staple line was complete and no malformed staples. How was the case completed? No more staples were used and the wire was trimmed. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic vaginal hysterectomy, after firing one staple a wire came out at the end of the staple line and fell into the patient; the wire was retrieved. It is unknown how the case was completed. No patient consequences were reported. The device was disposed of.